Manufacturer narrative:
The embolic material was not returned as it was consumed in the event. Attempts to obtain additional information have been made. However, our attempts have been unsuccessful. There is no evidence suggesting that the device was defective, but rather a procedure and user technique related event. A definitive caused to why there were abnormal arteries or residual avm nidus was unknown. MDR related to this event: 2029214-2017-00381, 2029214-2017-00382, 2029214-2017-00383, 2029214-2017-00384, 2029214-2017-00385, 2029214-2017-00386, 2029214-2017-00387.

Event description:
Citation: multimodality treatment of brain arteriovenous malformations with microsurgery after embolization with onyx: single-center experience and technical nuances. Natarajan sk1, ghodke b, britz gw, born de, sekhar ln. Neurosurgery. 2008 jun;62(6):1213-25; discussion 1225-6. Medtronic received the following reports: patient 19 with a premotor arteriovenous malformation (avm) the postoperative angiogram showed some vessels suggesting abnormal arteries or residual avm nidus. He underwent reoperation, and the avm was removed completely without deficit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.